Manufacturer narrative:
Results: visual inspection of the returned product found the foam tip plunger bent. The lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A foam tip plunger lot number search found no similar complaints. A cartridge lot number search found no similar complaints. A lens work order search found no similar complaints. It should be noted the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history, lot number searches, work order search and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the surgeon attempted to insert a +23.0 diopter cc420bf collamer single piece lens but the foam tip plunger overrode and tore the lens. There was no pt contact. The reporter stated the likely cause of the iol damage was due to the foam tip plunger.